Event description:
The proprietary cable that connects the fuji digital plate (model dr-ID 601se) to the fuji workstations breaks easily. This is the fourth time the cable broke during normal routine use. There is a 7-pin connector that has a small, black plastic case. The black plastic around the pins breaks easily. Manufacturer response for fuji digital radiography plate, dr-ID 601se (per site reporter): replacement of the cable during technical service. Stated other facilities are able to use product without breakage.